Manufacturer narrative:
The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a blood glucose level of 481 mg/dl earlier in the day of the call. The customer also reported that the insulin pump's drive support may have come out, but she repeatedly pushed it back in. Caller stated that the insulin pump was recently dropped. Customer also reported having a blood glucose level of 503 mg/dl, which was treated with manual injection. Blood glucose level at the time that this incident was reported was 254 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.